Event description:
A customer obtained biased crea results for multiple patient samples while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The initial results were reported to the clinician. Once the issue was discovered, the samples were reprocessed and corrected reports were issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation confirmed that biased results were obtained for multiple crea patient samples while using the vitros 5600 integrated system. During the investigation, it was determined that the reagent slide supply position identified as containing a crea slide cartridge actually contained an ast slide cartridge. The samples in question were initially processed with a misidentified slide cartridge. The investigation to date has determined that a specific sequence of software events occurs on the vitros 5600 integrated system that concludes in the above scenario. A definitive root cause has not been determined however the cause is likely related to the vitros 5600 software. The investigation is on-going. Once an appropriately identified crea slide cartridge was loaded and the patient samples were reprocessed, expected crea results were obtained.